Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had a poor fit. The physician removed the lead from the device however the patient developed complete atrioventricular heart block which progressed to ventricular fibrillation (vf) and was unable to breathe. No intervention was required. The lead was re-connected and the implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.